Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor exhibited unspecified over-sensing. The physician also expressed frustration with the processing and enabling of events with this device and with this patient specifically. No intervention was performed. The patient was stable.

Manufacturer narrative:
Review of device data provided indicated the reported event of false af episodes was confirmed. These episodes could not be rejected by device algorithm due to inconsistent p-wave morphology. No device malfunction was found.